Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported her adc meter casing was cracked. On (B)(6) 2018, customer was sweating, "could not see" and fell down the floor and her husband helped her up, treated with a glass of orange juice but was unable to test using the adc meter. Paramedics were called and upon their arrival, a blood glucose result of 47 mg/dl was obtained on an unspecified meter and treated her with another glass of orange juice, 1 candy and a couple of unspecified "orange pills" to raise her sugar level. Customer was transported to a hospital emergency room where a reading of 88 mg/dl was obtained and was diagnosed with hypoglycemia. She was later released from the hospital with a reading of 118 mg/dl. There was no report of death or permanent injury associated with this event.

Event description:
Customer reported her adc meter casing was cracked. On (B)(6) 2018 customer was sweating, "could not see" and fell down the floor and her husband helped her up, treated with a glass of orange juice but was unable to test using the adc meter. Paramedics were called and upon their arrival, a blood glucose result of 47 mg/dl was obtained on an unspecified meter and treated her with another glass of orange juice, 1 candy and a couple of unspecified "orange pills" to raise her sugar level. Customer was transported to a hospital emergency room where a reading of 88 mg/dl was obtained and was diagnosed with hypoglycemia. She was later released from the hospital with a reading of 118 mg/dl. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. A DHR (device history review) for the precision xceed meter was reviewed and the DHR showed the meter passed all tests prior to release. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.this also serves as a correction report. Section g-5 (pma510k#) was incorrectly documented in the initial MDR 30 day report. Section g-5 has been updated.